Manufacturer narrative:
Device passed displacement test and unexpected restart error test. No unexpected restart error noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer was able to clear and rewind the alarm. The customer's blood glucose value was 325 mg/dl at the time of the incident. The customer received another unexpected restart alarm after a battery change. The customer was advised that the pump will need to be replaced. The customer was assisted with troubleshooting. The device will return for analysis.